Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of 5.5 cm abdominal aortic aneurysm. The common femoral arteries were heavily calcified. It was reported that there was difficult access. The device was correctly sized and implanted below the renal arteries. It was reported that a CT scan performed 9 days post implant showed that the right renal artery has become mostly occluded by the stent graft. The patient had no urine output with a creatinine level of up to 6. The left renal artery was already previously occluded due to disease. The plan was to start the patient on dialysis; however, no additional information was received.

Manufacturer narrative:
Evaluation: other - (unknown cause of occlusion).